Event description:
It was reported that the t:slim x2 pump's battery would not charge, and the pump screen was dark, preventing further confirmation of a power source alert. There was no adverse impact to the customer's blood glucose level. The customer attempted using different charging adapters and cables without success, prompting technical support to replace the pump. The customer reverted to manual injections for insulin therapy.